Event description:
It was reported by service report that the foot end of the stretcher would not pump up. It is unknown if there was patient involvement or if there were adverse consequences to report.